Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage. The first stent strut row from the distal end of the stent was lifted and pulled distally. The remainder of the stent appeared to be undamaged. The crimped stent od (outer diameter) of the undamaged section was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. Dilatation was done using a 3.0mm and a 3.5mm non-bsc balloon catheters. A 3.50x24mm synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. Device was removed and dilatation was performed again using a 3.5mm balloon catheter. The device was re-advanced but still failed to cross the lesion. After the device was completely removed from the patient, it was noticed that the distal portion of the stent was lifted. With the support of a non-bsc guide extension catheter, another 3.5x24mm synergy¿ stent was advanced and was placed successfully. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. Dilatation was done using a 3.0mm and a 3.5mm non-bsc balloon catheters. A 3.50x24mm synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. Device was removed and dilatation was performed again using a 3.5mm balloon catheter. The device was re-advanced but still failed to cross the lesion. After the device was completely removed from the patient, it was noticed that the distal portion of the stent was lifted. With the support of a non-bsc guide extension catheter, another 3.5x24mm synergy¿ stent was advanced and was placed successfully. The procedure was completed. No patient complications were reported.